Event description:
During the device evaluation of the duodenovideoscope, the distal end appeared to be corroded. There was no patient involvement.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, it is likely unintended due to a chemical or electrochemical reaction between materials, usually a metal and its environment that produces a deterioration of the metal and its properties. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.